Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the line blocked alarms started occurring early in the morning and, during a site change to address the line blocked alarm, a bent cannula was observed. The patient's blood glucose was at 112mg per dl at the time of the event. No symptoms were reported.